Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400612313. The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: the usage history extracted from the equipment and saved in files. There is no record of use of the equipment on the date of 07/07/2023 informed by the user. There is no record of programming a volume of 235ml and 10 hours of infusion. There was a registration on 7/1/2023, at 6:42:49 pm, of a 150ml schedule. The last 2500ml volume programming record, with an infused volume starting from 0ml, occurred on (B)(6) 2023, at 21:15:12. The flow programmed by the user, not the volume as informed, was 235ml/h, at 21:15:02. The infusion was started by the user on (B)(6) 2023, at 21:26:40. The infusion was completed by the user on (B)(6) 2023, at 07:44:16, the total infused volume was 2391.43ml. The total infusion time was 10h17min36 because the infusion was stopped and restarted several times. On (B)(6) 2023, at 07:44:23, the user programmed a new flow rate of 150ml/h. Not the volume as informed. The infusion was started by the user on (B)(6) 2023, at 07:44:24. The infusion was completed by the user on (B)(6) 2023, at 08:15:54, the total infused volume was 2463.8ml. The total infusion time was 00h31min30 because the infusion was stopped and restarted several times. Infusion occurred exactly as programmed by the user. To verify the performance of the equipment, we will carry out a functional test using what we understand that the user wanted to infuse. Flow rate of 235ml/h in 10 hours of infusion to reach a total volume of 2350ml. Flow rate of 150ml/h in 1 hour of infusion to reach a total volume of 150ml. Generating a total amount of infused volume of 2500ml. Programmed flow: 235ml/h. Scheduled time: 10 hours. Programmed volume: 2350ml. Infused volume: 2350ml error: 0%. Infusion time: 10:00:56 error: 0.03%. Result: approved . Programmed flow: 150ml/h. Scheduled time: 1 hour. Programmed volume: 150ml. Infused volume: 151.5ml (approximately) error: 1%. Infusion time: 01:00:00 error: 0%. Result: approved. Equipment appears normal as used. The sealing tag has been removed. Equipment appears normal as used. The sealing tag has been removed. There is no evidence of infusion error in the history of equipment use. The result of the functional tests indicates that the equipment is working according to the accuracy specified for it. Unconfirmed technical complaint. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "flow rate deviation" according to the customer: "pump marking the infusion and the volume was not being infused as per programmed"

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.